Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. The customer stated that the physician noted encrustation on the stents upon removal. As stated in the caution section of the instructions for use booklet, individual variations of interaction between stents and the urinary system are unpredictable. Also, several articles have been published indicating encrustation as well as stent fracture as a possible complication of stenting; journal of endourology volume 7, number 2, 1993 as well as problems in urology, april-june 1992 vol. 6, no. 2 and journal of urology, 1995 vol. 153 pp 718-721. The customer also indicated the patient had the stent break at uo and was able to have the remaining section pulled out. The customer also noted no cause for the patient to undergo an open procedure. After removal of the fragmented stent, the patient did not have another stent placed. When the customer was asked concerning the patient status, the patient was noted to be ok. Documentation was reviewed noting no anomalies. Should additional information become available, it will be forwarded.

Event description:
Customer states: "had a black silicone stent fragment. They are scheduling a 2nd procedure to remove the portion in the patient. The rn is going to the log for the black silicone stent info and lot # that was used. Apparently, they had another black silicone stent fracture a week ago but didn't tell me. Both patients had to go to the or for stent removal. It was put in 2007. It is being removed today."